Event description:
Upon removal of the foley catheter the balloon did not fully deflate despite attempts to pull all of the water out of the balloon, the foley was removed and pt had some bleeding from the urethra after the removal.